Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen became cracked and was no longer functional. The contact was uncertain as to how the touchscreen may have become cracked but stated it may have been due to physical activity. The customer's blood glucose level was 225 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.